Event description:
Report provided by (B)(6) customer service indicated that a (B)(6) end user received a product with the (B)(6) language.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. The complaint has been evaluated by the site of manufacture. Medical and regulatory statements have been reviewed. The batch record review for lot 0k00136 was performed. This product was manufactured according to the quality system and approved procedures in place at the time of manufacturing and packaging. The batch record review found no objective evidence of deviations, non conformances or discrepancies related to the complaint issue reported.